Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Part of device remains in the patient; device not considered implanted during the initial procedure on (B)(6) 2016. Device is not expected for return. Device history review completed. Manufacturer: elmira part mfg date: (B)(6) 2016 a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm drill bit/qc/180mm product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during an open reduction internal fixation (orif) of an ankle fracture on (B)(6) 2016. The broken fragment was retained in the patient¿s fibula. There were no unanticipated x-rays or additional medical intervention as the surgeon did not attempt to remove the fragment. The surgeon had finished drilling; therefore, the surgery was successfully completed with no surgical delay. The patient outcome was reported as stable. Concomitant device reported: competitor's drill (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).